Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was broken and he believed it did not give him insulin. The customer's blood glucose level was 392 mg/dl. The customer reported that the top right corner of the insulin pump was scratched to an extent that they could not read the display. They reported that time and date or any values on upper right disappeared. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.